Event description:
I purchased two -2- kits of white light. I used white light as prescribed. The very next morning, having had an adverse reaction I discontinued use of the product. The adverse reaction from white light was the corners of my mouth were swollen, chaffed, sore, burning and crusty. At 2:45pm our time, I called white light and I spoke with customer service representative. I explained my complaint and rep advised me that my shipping charge would not be refunded and I would have to pay additional shipping charges to return the white light products, therefore, I am turning this matter over to an attorney.